Manufacturer narrative:
The damage was found sustained during surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during an implant procedure that the electrical parameters of the lead were inadequate. The lead was explanted and replaced. Patient was stable. No further information is available at this time.